Event description:
Pt had internal fixation of fractured left femur on (B) (6).2009. No problems reported following the surgery. On (B) (6) 2010, she stepped down, partially weight bearing. She felt a "pop" in her leg and noticed a deformity. She went to the ed department and an x-ray showed that the plate inserted during the surgery had fractured. She was hospitalized and had surgery to replace the plate.